Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device as a bridge to a left ventricular assist device. It was reported that the impella 5.5 pump began to experience high purge pressure with low purge flows. A tissue plasminogen activator lysis protocol was sent to the staff to troubleshoot the issue, but the pump was ultimately replaced a few hours later. There was no patient harm resulting from the failure.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump was not returned for investigation. Data logs were reviewed and purge pressure was seen rising over the time of 2 hours at the same p-level. The last 15 minutes had a huge purge rise from 700mmhg to 1050mmhg followed by a motor current spike. This was followed purge pressure high and purge blocked alarms. These are characteristics of biomaterial ingestion. Therefore as per the data log review, the root cause of the high purge pressure issue was biomaterial.